Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator, experienced an infection when the device was originally implanted. To date it was noted that the device was not explanted and remains in service. No additional adverse patient effects reported.

Event description:
Additional information was recieved that this device was taken out of service for an uknown reason. No adverse patient effects were reported.

Manufacturer narrative:
To date the device has not been returned to boston scientific, therefor the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.